Manufacturer narrative:
The device will not be sent in for investigation. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
The customer reported that during an infusion of lasix which was hung at 1330, the volume to be infused was updated but the tubing was not removed or repositioned. At 1630 the pump alarmed due to the bag being emptied. The intended rate was 10ml/hr, the volume left to infuse was 73ml and the rate of lasix was 10mg/hr. Lasix 100mg/100ml was programmed into the pump. Although requested, no further information has been provided.